Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse completed test drive after fill system preventative maintenance, fse could not reproduce issue with arm 3. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 was drifting when the surgeon¿s head was out of the high-resolution stereo viewer (hrsv). There were no errors or messages. The procedure was completing as planned with no reported injury.